Event description:
It was reported that the pt was hospitalized with symptoms associated with myelopathy and reactive cerebrospinal fluid. The pt's cerebrospinal fluid showed protein 400 and lymphocytes 320. Pt symptoms began after pump refill and included urinary retention, paraparesis, and weakness. A magnetic resonance imaging was completed in 2008; no intrathecal mass was seen. An x-ray with myelogram was completed (date not reported); results were non-explanatory. The pump was used to administer bupivacaine and morphine. The reservoir was drained and sent for analysis on the same day; the pump was refilled with preservative-free normal saline. It was unk if the symptoms could be attributed to the implanted system; explant or revision was not planned. The hcp reported the pt outcome as an ongoing serious injury/illness. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare professional regarding a patient previously receiving morphine sulfate and bupivacaine via the pump. On 11-aug-2016 it was reported that the patient developed chemical meningitis with urinary retention and paraplegia following a refill of the pump approximately 10 years ago. The pump medication was replaced with saline. After 6 months the patient was able to walk with a walker and able to void. After a few years with the pump and no medication, the patient had he pump removed. He no longer had a pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of overdose and paralysis.